Manufacturer narrative:
Concomitant medical products: model: 1103, left ventricular assist pump system; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to endocarditis. Additionally, it was indicated that an echocardiogram revealed vegetation on the ICD leads. It was noted the patient also has an left ventricular assist device (lvad) implanted and a history of infection and bacteremia associated with the lvad system. No further patient complications have been reported as a result of this event.